Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No motor error alarms were noted. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 174mg/dl. Advised insulin pump would be replaced. No additional information is provided.